Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that a patient had a device that didn't work. The device was removed. The consumer didn't know why they weren't working and didn't have further information.